Event description:
"Tip dislodged-needed screw-in."

Manufacturer narrative:
Returnd device analysis refeals the lead is functioning as designed. Lead dislodgement is a recognized clinical event referenced in the device's labeling as a potential complication associated with lead implantation.